Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Applicator stuck in vagina [foreign body in reproductive tract]. Tampon applicator stuck inside...get help to take it out [complication of device removal]. Case description: consumer reported via e-mail that applicators got stuck in vagina. No serious injury reported.